Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 9-dec-2016: ptc investigation result. Company causality comment: this non medically-confirmed report refers to an adult female consumer who had essure (fallopian tube occlusion insert) inserted and experienced abdominal pains and unbearable pelvic pains. A surgery was performed and both fallopian tubes were removed. The events, serious due to medical significance, are anticipated according to the reference safety information of essure. Abdominal pain and pelvic pain may occur with essure use. Based on the nature of the events, a causal relationship with essure cannot be excluded (related). This case was classified as incident because surgical intervention was performed. A product technical analysis resulted in an unconfirmed quality defect since batch number and complaint sample were not available.

Manufacturer narrative:
Most recent follow-up information incorporated above includes: on 30-jan-2017: follow-up attempts performed, but no further information received. Company causality comment: this non medically-confirmed report refers to an adult female consumer who had essure (fallopian tube occlusion insert) inserted and experienced abdominal pains and unbearable pelvic pains. A surgery was performed and both fallopian tubes were removed. The events, serious due to medical significance, are anticipated according to the reference safety information of essure. Abdominal pain and pelvic pain may occur with essure use. Based on the nature of the events, a causal relationship with essure cannot be excluded (related). This case was classified as incident because surgical intervention was performed. A product technical analysis resulted in an unconfirmed quality defect since batch number and complaint sample were not available. Further information could not be obtained, despite follow-up attempts.

Event description:
This is a spontaneous case report received from an adult (>=18y and <65y) female consumer in (B)(6) on (B)(6) 2016 who had essure (fallopian tube occlusion insert) inserted. In an unspecified date the consumer experienced abdominal pains and unbearable pelvic pains. Due to events, a surgery was performed and both fallopian tubes were removed. She has already consulted her physician. The events were considered related to essure. Company causality comment: an adult (>=18y and <65y) female consumer had essure (fallopian tube occlusion insert) inserted and experienced abdominal pains and unbearable pelvic pains. A surgery was performed and both fallopian tubes were removed. The events are regarded as anticipated according to the reference safety information for essure. Abdominal pain and pelvic pain may occur with essure therapy. Based on their nature, a causal relationship with essure cannot be excluded. This case was regarded as incident because surgical intervention was performed. A product technical analysis is being sought.